Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for prime anomaly. Blood glucose at the time of incident was 315 mg/dl. Customer¿s current blood glucose was 166 mg/dl. Customer treated high blood glucose with a manual injection and declined further troubleshoot for high blood glucose. Customer reported that insulin pump alarming no delivery. Customer tried to get to rewind and cannot get pump to rewind. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Advise customer the insulin pump will need to be replaced. Advise customer to revert to back up plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime anomaly noted. Device had cracked reservoir tube lip and minor scratched display window.